Event description:
It was reported that during a surgery, a polaris ball tip probe fractured at the base between the hand rest and the beginning of the handle. This did not result in any harm to the patient or procedural delays.

Manufacturer narrative:
Corrections in d4: lot number and UDI number. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9, h3, and h6: investigation type. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed the shaft has fractured from the handle. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was unable to be located. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris ball tip probe fractured at the base between the hand rest and the beginning of the handle. This did not result in any harm to the patient or procedural delays.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was unable to be located. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris ball tip probe fractured at the base between the hand rest and the beginning of the handle. This did not result in any harm to the patient or procedural delays.

Event description:
It was reported that during a surgery, a polaris ball tip probe fractured at the base between the hand rest and the beginning of the handle. This did not result in any harm to the patient or procedural delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.